Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 1 (no pressure change when expected) during pumping. Additionally, the customer received a cartridge alarm 6 (vent not working) with new cartridge. The customer's blood glucose (bg) level was 424 (mg/dl). The customer received a manual injection from the school nurse to address elevated bg level. Reportedly the customer would continue to use the pump for insulin therapy.